Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Needle was broken at suture swage and had marks on opposite side of loading slot. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of the improper loaded needle may occur if either the endo stitch dlu or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle. The root cause of the observed damage was misuse of the product (obstruction) which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of premature toggling that has a relationship to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. The suturing devices were difficult to load and difficult to unload. In order to resolve the issue and complete the case, opened another suturing device. There was no patient harm. The patient status is alive, no injury.